Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: a5, a6, b5, g3, g6, h2, and h10. Customer did not provide any other patient information other than race.

Event description:
Addendum jan 18, 2023: no additional medical treatment or surgical intervention was required for the event. Per the physician, the event occurred during normal use of the device, and therefore the physician felt that the event possibly occurred due to a device defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad was worn and partly peeled off because the ultrasonic wave was output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). However, a final root cause was unable to be identified. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device tissue pad was worn and peeled back from the tip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic kidney transplant procedure, the tissue pad of the device melted when the output was being performed in small, short pitch increments. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomaly noted.